Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection occurred. The complaint device was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A (B)(4) bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed. A review of the share logs was performed, and a loss of connection was found within the investigation window. The customer complaint of a loss of connection was confirmed. The probable cause could not be determined.